Event description:
Emt/ff's responded to a person in a hospice care unit and in cardiac arrest. The device was connected to the pt with disposable defibrillation/ECG electrodes and the analyze button pressed. According to the reporter, the device alarmed motion detected and would not analyze the pt's rhythm. Connections were checked and device power cycled several times but the device continued to alarm. Paramedics arrived on the scene and administered drugs and shocks but the pt was not resuscitated. The reporter indicated that the alleged device malfunction did not cause or contribute to the pt's death because pt was not viable.